Event description:
Customer reported that the insulin pump had a lot of bad scratches on the screen making it hard to read. Customer stated that the insulin pump may have been bumped into a cabinet. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with severely scratched display window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.